Event description:
It was reported that the patient used expired product resulting in high blood glucose which was corrected by changing infusion set and bolus via pump the set had been in use for twenty four hours on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 8021545 . Manufacturing site: 3003442380.